Event description:
It was reported that oversensed noise was observed on both the atrial and ventricular leads. Due to excessive charges from noise, the device reached eri. The leads tested normal with the new device. During device analysis, noise observed on egms was caused by suspected lead insulation damage. Later, the leads were capped and replaced.

Manufacturer narrative:
Na